Manufacturer narrative:
A review of the device history record (DHR) for the involved lot was conducted which revealed the product met all quality criteria and manufacturing specifications prior to release. Evaluation of the involved sample confirmed a split in the seam of the pre-mixed dialysate bag. (B)(4).

Manufacturer narrative:
The product was not received for investigation and no lot number was provided. An evaluation of the involved product could not be performed. The product labeling provides information and precautions for handling, opening and mixing the dialysate, including use of personal protective equipment. Information is also provided regarding first aid actions to take in the event of eye contact. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from non-medical personnel at the hospital, stating fluid from a dialysate bag splashed into the eye of an adult female nurse. Further information was received on (B)(6) 2018 from the nurse educator at the facility stating the involved nurse had her eye flushed after initial exposure to the solution. Further evaluation in the emergency department (ed) revealed a swollen eye, light sensitivity and corneal abrasion. Treatment included unspecified eye drops and leave of absence from work (nos). Additional information was requested but has not been provided.